Event description:
It was reported that at a refill, the medication was filled in the pocket. This had caused patient to "become allergic to morphine, his hair started to fall out". Patient then decided to have pump removed. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information reported that when the nurse filled up the patient¿s pump, she filled up the wrong port. The patient came off the morphine and experienced withdrawals.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8703, serial #: (B)(4), implanted: (B)(6) 1994, explanted: (B)(6) 1994.